Event description:
The locator abutment fractured, leaving half of the abutment inside the implant. Surgical intervention was required to open the gums and remove the broken piece.

Event description:
The locator abutment fractured, leaving half of the abutment inside the implant. Surgical intervention was required to open the gums and remove the broken piece.